Event description:
It was reported that the patient was in a car accident and the therapy did not work after. The patient¿s lead was explanted and replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va02dmj, product type: lead. (B)(4).

Event description:
Additional information received noted that this reporter did not have any additional information. Patient was doing fine after surgery, did replacement interstim.